Manufacturer narrative:
This supplemental report is being submitted to provide the subject device evaluation result. The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. Omsc checked the subject device and found that the reported phenomenon was not duplicated when omsc did the followings. - the power of the subject device was cycled repeatedly. - the video connector of the videoscope was vibrated. - the subject device was continuously operated for a long time. There was no abnormality inside the subject device. In addition, omsc found the foreign material in the video connector socket. Omsc confirmed that the subject device had passed 6 years and 6 month since it had been manufactured. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported phenomenon could not be conclusively determined. However, based upon the investigation result there was the possibility that the reported phenomenon was attributed to the temporary communication failure between the endoscope and the subject device due to the attached of the foreign material or chemicals or moisture etc. In the video connector socket. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The subject device was returned to omsc for evaluation. As the evaluation is in progress, the exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during a laparoscopic-assisted colectomy the endoscopic image disappeared after became a color bar for a moment. The endoscopic image was restored in about ten seconds without any operation. The user facility completed the intended procedure with the subject device. There was no patient injury associated with this report.